Event description:
Same case as MDR ID#: 2134265-2013-03299. It was reported that during a percutaneous coronary interventions procedure, guidewire fracture and rotablator burr damage occurred. The target lesion was located in the moderately tortuous and calcified proximal left anterior descending artery (prox lad) with 90% stenosis. Th physician rotated the burr of a 1.75mm rotalink plus rotablator to check the rotation speed outside the patient. Then the 330cm rotawire guidewire was fractured. The distal end of the burr was noticed to be wavy. The procedure was completed with another same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).